Event description:
It was reported that during a struma procedure, the nurse saw that the active blade was loose and broken. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.